Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the cartridge was filled with 100 units of insulin. There was no impact to the customer's blood glucose level. The contact confirmed insulin would be added to existing cartridge and declined further assistance from tandem technical support.